Event description:
It was reported that a dexcom g7 continuous glucose monitoring sensor initially paired with the system and then experienced intermittent communication failure leading to signal loss; the user was guided to toggle the cgm switch and restart the cgm to restore connectivity, and the issue involved communication components including the antenna and electrical/magnetic elements. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed an interoperability problem between connected components consistent with intermittent communication failure, with involvement of the antenna and electrical/magnetic elements. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.